Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Physio could not confirm or reproduce the reported problem and root cause could not be determined. The device was returned to the customer for use.

Event description:
According to the reporter, the device was used on a patient, but it would not display the patient's ECG in either leads or quick look paddles. A backup device was immediately called for and used and there were no adverse effects to the patient as a result of the device use.